Event description:
Customer alleged that the glucose readings were higher than normal when testing with the contour meter (277 mg/dl) vs. Another meter (100's mg/dl). The readings were in the "c" zone of the parke error grid, which is clinically significant. No adverse events were alleged. Replacement test strips were sent to the customer.